Manufacturer narrative:
The third-party service agent replaced the system pcb assembly and subsequently observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had displayed a "service" message in its display. This message can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a "service" message in its display. This message can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Additionally, physio-control contacted the customer and confirmed that the date that the reported issue was observed was 12/05/2018. As a result, b3, event date, has been updated accordingly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had displayed a "service" message in its display. This message can be indicative of a device lock-up condition. As a result, defibrillation therapy may not be available, if it is needed. There were no reports of patient use associated with the reported event.